Manufacturer narrative:
The event met MDR reporting criteria on 8/3/2017 when information was received indicating that the device was removed from the patient resulting in loss of cerebral target position. Initial reporter phone: (B)(6). The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint, with associated report numbers of 3008264254-2017-00120 and 3008264254-2017-00119.

Event description:
As reported by a nurse, there was resistance at the hub of two prowler select plus microcatheters (606s255fx/ 17650821) and a pconus bifurcation stent and medina coils during coil embolization of an anterior communicating artery aneurysm. It was reported that both the pconus stent and medina coils require a microcatheter with an inner lumen of 0.021 inch; however, they did not fit into the prowler select plus microcatheters. The devices were replaced with a rapid transit microcatheter with the same internal diameter and the procedure was completed without further issues. There were no potential adverse events. The devices had been stored according to labeling instructions. It was reported that the devices would be returned for analysis.

Manufacturer narrative:
Conclusion: as reported by a nurse, there was resistance at the hub of two prowler select plus microcatheters (606s255fx/ 17650821) and a pconus bifurcation stent and medina coils during coil embolization of an anterior communicating artery aneurysm. It was reported that both the pconus stent and medina coils require a microcatheter with an inner lumen of 0.021 inch; however, they did not fit into the prowler select plus microcatheters. The devices were replaced with a rapidtransit microcatheter with the same internal diameter and the procedure was completed without further issues. There were no potential adverse events. The devices had been stored according to labeling instructions. A non-sterile unit prowler sel plus 150/5cm 45tip was received coiled inside of a pouch. The unit was inspected and it was found kinked at 59cm from the distal end. No other damages were noted on the device. The received device was inspected under microscope and it was found compressed/kinked. The ID and od from the microcatheter was measured and it was found within specification. The received microcatheter was attempted to be flushed, but it was not possible. After that, a guide wire .018¿¿ lab sample was introduced into the received microcatheter, but resistance friction was felt. Additional force was applied on the delivery wire and residues of dry blood were ejected from the distal tip end of the received microcatheter. A review of the manufacturing documentation associated with this lot 17650821 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance within the microcatheter was confirmed as the received microcatheter was found saturated with dry blood. The kinked section found on the device was apparently caused by applying excessive force on the devices but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported by the costumer could be related to the manufacturing process. Procedural factors and handling process may contribute to the failure as reported (possibly adequate flush not maintained). There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.